Manufacturer narrative:
The subject light source was returned to the service center for evaluation. The service group performed a visual inspection on the light source and noted the lamp has insufficient thermal grease applied, the lamp life meter is reading below 50 hour and the scope socket was worn out and the igniter was firing weak. The light source passed the electrical leak test and passed all functional tests. The air pressure and light intensity are within specifications. A review of the light source's repair records indicate the light source was purchased on december 17, 2011 and this being the only service/repair event. The light source was repaired and returned to the user facility. Based on the evaluation, the cause of the reported event could not be determined as the light intensity was tested and measured within specification. To mitigate the risk of patient/user injury, the instruction manual provides warning which states, "when using manual brightness adjustment, always set the brightness to the minimum level necessary to complete the examination. If the light is too bright, eye injury or burns can result". The instruction manual also states, "when switching the normal intensity mode to high intensity mode, be sure to set the brightness level to or below zero. Otherwise, the brightness will exceed the necessary level. It may result in operator and/or patient injury".

Event description:
The manufacturer was informed that before the start of a procedure, when the light source was turned on the distal tip of the scope started to get hot, was glowing and started to smoke and melt. The light source was in manual mode but not set at maximum brightness and that the main lamp was being used. The concerned scope was taken to central sterile, a foreign object fell off of the end. It was unknown what had fallen off but no fragments had fallen into the patient. The procedure had been cancelled as were the rest of the cases for the day. The scope was inspected prior to the procedure and there were no anomalies observed. It was noted that no endotherapy was inserted through the channel prior to procedure. This report is for device 2 of 2.